Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following is described in the instruction manual (IFU) regarding the assembly of non-olympus products: "[warning] non-olympus equipment can cause instability of the automatic brightness adjustment." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found poor connection from the scope socket, the locking mechanism not protecting the pins, light intensity output out of range due to a non-olympus lamp, and water invasion inside the air pump tubing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced image issues with a rolling screen and a static image. The issue was found during an unspecified procedure. There were no reports of patient harm.